Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the patient's ipg was explanted and replaced. Therapy has been restored postop.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient did not follow the recharge protocol. In turn, the patient¿s ipg became inoperable. Surgical intervention may take place to address the issue.